Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned, a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic), is submitting this report to comply with 21 cfr, part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic, has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information, as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic, objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer had pump error 53 (software error detected), pump error 49 (history pointers) failed. The history pointers are corrupted), pump error 68 (trace pointers are invalid), and pump error 23 (post-reset ram crc alarm).  No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to successfully clear the alarm. The customer was able to complete the rewind. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No pump error 53/68/23/49 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump error 53 alarm found in the pump history file/trace on (B)(6)2023 at 17:47:19. Pump error 53 alarm due to hardware error (line number 8192 file number 21072). Pump error 68/49/23 alarm found in the pump history file/trace on (B)(6)2023 at 17:47:21. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, pillowing keypad overlay and minor scratched lcd window. Pump error 53 alarm was confirmed due to hardware error. Cosmetic damage found on the pump case. Pump error 68/23/49 alarm was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.